Manufacturer narrative:
As reported, during placement of a 5f mynx control vascular closure device (vcd) there appeared to be acute ischemia of the right lower limb, with muscle damage and lost of post tibial and distal pedal pulses. The procedure used a right femoral approach. Additional information was requested but not provided. The product was not returned for analysis. A product history record (phr) review of lot f2133503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿muscle damage¿ and ¿vascular occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, during placement of a 5f mynx control vascular closure device (vcd) there appeared to be acute ischemia of the right lower limb, with muscle damage and lost of post tibial and distal pedal pulses. The procedure used a right femoral approach. Additional information was requested but not provided. The device is not being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2133503 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.